Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys hcg test system ver. 3 on a cobas e 411 immunoassay analyzer. The initial values from both patient samples were reported outside of the laboratory to the doctor. The first patient sample initially resulted in an hcg value of 1.70 miu/ml accompanied by a data flag and reported outside of the laboratory as < 5 miu/ml. A second sample was collected from the patient and tested on (B)(6) 2022, resulting in a value of 1970 miu/ml. The complained sample was repeated twice on (B)(6) 2022, resulting in values of 882.4 miu/ml accompanied by a data flag and 884.1 miu/ml accompanied by a data flag. A corrected report was issued with a value of 884 miuml. The second patient sample initially resulted in an hcg value of 1.96 miu/ml accompanied by a data flag on (B)(6) 2022. And reported outside of the laboratory as < 5 miu/ml. A second sample was collected from the patient and tested on (B)(6) 2022, resulting in a value of 22363 miu/ml. The complained sample was repeated on (B)(6) 2022, resulting in a value of > 10000 miu/ml. The sample was diluted 1:100 and repeated on (B)(6) 2022, resulting in a value of 14429 miu/ml accompanied by a data flag. A corrected report was issued with a value of 14429 miuml. The hcg reagent lot number was 56667100, with an expiration date of 31-jan-2023.

Manufacturer narrative:
The field application specialist reviewed calibration, control, and maintenance data. The second patient sample was inspected and no fibrin strands or clots were observed. The specialist repeated the second patient sample and it resulted in an hcg value of > 10000 miu/ml accompanied by a data flag on (B)(6) 2022. The sample was then diluted 1:100 and repeated again on (B)(6) 2022, resulting in a value of 15821 miu/ml accompanied by a data flag. The field service engineer checked probe tubing and it was okay. The sample and sipper probes were checked and adjusted. The pinch tubing and seals were checked for leaks and there were no leaks. The mixer was checked and was okay. Performance testing was run and was okay. Controls were run and recovered within range. The affected patient samples were repeated. Calibration data was within expectations. Third party controls were within specified ranges, but showed imprecision. Roche controls were within range on (B)(6) 2022. The sample clotting time was determined to be shorter than recommended by the tube manufacturer. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with incorrect pre-analytic sample handling.